Event description:
Customer claims to have had her ears pierced with the inverness ear piercing system in a retail store on 11/1/97. She was admitted to the hosp on 11/20/97 with an infection at the ear piercing site. The infection was treated with IV antibiotics. The customer was released on 11/22/97.